Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results: method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported, that during the patient's ipg replacement on (B)(6) 2024. Both of the leads were explanted and replaced, due to scar tissue entanglement.